Event description:
It was reported that, "the surgeon performed a revision surgery due to a wear of the insert on oct 28th."

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.